Event description:
It was reported that balloon detachment occurred. The target lesion was located in the coronary artery. A 5.00 x 20 mm synergy megatron drug-eluting stent was advanced for treatment, using a 6f non-boston scientific guide catheter and a 6f guidezilla guidewire. However, once deflated, the megatron balloon would not pass through the guidezilla and became detached from the shaft. All components were removed as one system, leaving nothing in the patient. The procedure was completed with no patient complications reported.